Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. An exterior visual inspection was performed, and it passed. The receiver failed to charge and boot up. The receiver case was opened to perform an internal visual inspection; a defective battery and cracked controller chip was observed. A known good battery was replaced; the receiver turns on. The receiver log was downloaded for evaluation. Upon review the unit shows that it continuously restarted without a manual restart because of a defective battery and a cracked controller chip. A functional test was performed, and it passed. The reported event of initializing screen without manual restart was confirmed. The root cause was determined to be a defective battery.

Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data were provided for evaluation. The complaint confirmation of the receiver initializing without manual restart could not be determined. A root cause could not be determined.